Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left side of cubital vein using a 6f non-bsc sheath. The 90% stenosed target lesion was located in a shunt in the mildly calcified and moderately tortuous left upper arm vein. After a 035 non-bsc guide wire was crossed the lesion, a 5.0 x 40, 135cm mustang¿ balloon catheter was advanced for pre-dilatation. However, on the first inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 5x4 non-bsc balloon catheter inflated at 20 atmospheres. No patient complications were reported and the patient's status was good.